Event description:
A malfunction alarm was reported due to a malf 12 error code. There was no adverse impact to the customer's blood glucose level. The issue was resolved by providing pump reset information, and assistance was given to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and was instructed to call back if the malfunction code reappeared, which the customer confirmed they understood.